Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic right adrenalectomy procedure, it was difficult to remove and insert a 5mm device through the port. The device felt stuck. The 5mm trocar was replaced with an 8 mm one to resolve the issue. There was no patient injury.